Manufacturer narrative:
E.1. Initial reporter address 1 and phone: (B)(6). Device evaluated by manufacturer. The device was returned for evaluation. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. The bumper tip showed no signs of distal tip damage. All of the blades were fully bonded on the balloon and did not exhibit any signs of damage. During device-to-device testing, the device was able to load a 0.014" guidewire, track and be removed through a 6fr guide catheter without issue. No other issues were identified during the product analysis.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the calcified left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During removal, the device became stuck in the guide catheter and could not be withdrawn. The device was completely removed from the body of the patient using guidezilla guide extension catheter. However, coronary artery vessel dissection was identified. The procedure was completed using another of the same device. The patient is in good condition post procedure.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the calcified left anterior descending artery. A 10 mm x 3.50 mm wolverine coronary cutting balloon was selected for use. During removal, the device became stuck in the guide catheter and could not be withdrawn. The device was completely removed from the body of the patient using guidezilla guide extension catheter. However, coronary artery vessel dissection was identified. The procedure was completed using another of the same device. The patient is in good condition post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).